Event description:
The hospital staff used the device to administer a shock to a patient during a planned cardioversion procedure. After turning on the sync function and charging the defibrillator, the device allegedly failed to discharge. The operator turned the device off, then on and successfully administered a synchronized shock to the patient. There were no adverse affects to the patient reported as a result of the alleged malfunction.